Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the flex deflectable videoscope had an interrupted image when angulated. The issue occurred during a therapeutic laparoscopic lumbar resection procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm or delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device inspection and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occured due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components on the electrical board due to stress from use, external factors, or handling. The event can be prevented/detected by following the instructions for use described in the operation manual, ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.